Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of rupture was received on december 07, 2020 with lot number 2766712. Analysis of the returned device identified: underweight, broken shell and others, missing (25-50%). A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.